Event description:
It was reported that the stimulator didn¿t help the patient. It did for a few weeks to begin with, but now the patient was as bad as before. The patient had 4 surgeries and nothing helped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v732559, implanted: (B)(6) 2011, product type lead. (B)(4).